Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Top bit came off in my mouth - oral-b refills [device breakage] . Case narrative: consumer stated on the phone that the top bit of the oral-b refill came off in her mouth while brushing. No injury was reported.

Event description:
Top bit came off in my mouth - oral-b refills [device breakage] product counterfeit - oral-b refills [product counterfeit] case narrative: consumer stated on the phone that the top bit of the oral-b refill came off in her mouth while brushing. No injury was reported. (B)(6) 2026: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
07-jan-2026: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.